Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 to 658 mg/dl at the time of the incident. The customer was at 295 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin as well as manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer thought the pump was under delivering. Troubleshooting was not completed as the customer declined. The customer had a bent infusion set cannula. The insulin pump will not be returned for analysis.